Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device requested but not returned by hospital.

Event description:
It was reported that a patient underwent a left femoral fixation procedure on (B)(6) 2016. The next day, it was noticed that the tip of the inserter had fractured off. Post operative x-rays confirmed the tip was retained by the patient. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.